Manufacturer narrative:
The reported event of unable to interrogate and no pacing was confirmed the device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
It was reported that the patient experienced bradycardia and presented in the clinic for follow up. It was noted that the pacemaker exhibited noise over-sensing, resulting in inappropriate mode switch (ams). Additionally, the pacemaker was unable to produce a magnet response and there was no low voltage output. Pre-mature battery depletion was alleged. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.